Event description:
It was reported that this pacemaker device was found in safety mode. The device was explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker device was found in safety mode. The device was explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and confirmed proper operation of the pacing and sensing functions of the device, as well as a lead impedance test and real time e-grams test. The device passes longevity calculations. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.